Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("extreme abdominal pain and cramping/lower abdominal pain/ pain"), allergy to metals ("allergic reaction to nickel"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow") and vaginal discharge ("vaginal discharge") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device expulsion "right essure had migrated to within the endometrial cavity/malposition of essure device-location of device:uterus" (seriousness criteria medically significant and intervention required) on (B)(6) 2016. The patient's medical history included parity, cervicitis, human papilloma virus infection and cesarean section. Concurrent conditions included panic attack, onychodystrophy, onychomycosis, generalized anxiety disorder, depression, irregular menstrual cycle, left upper quadrant pain, constipation, abdominal tenderness, abdominal bloating, swelling face, cough, shortness of breath, angioedema, lip swelling, tongue pruritus, offensive vaginal discharge, vaginal itching, cyst nos, pelvic pain female, bronchitis, cough, suprapubic pain and urinary frequency. Concomitant products included escitalopram oxalate, fluconazole, fluoxetine, lorazepam, oxycodone, paracetamol (acetaminophen) and urea (x-viate). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"). In (B)(6) 2010, the patient experienced migraine ("migraines/headaches") and headache ("headaches/migraines"). In (B)(6) 2010, the patient experienced nausea ("nausea") and rash pruritic ("itching rash on skin"). In (B)(6) 2016, the patient experienced abdominal pain lower. On an unknown date, the patient experienced allergy to metals with lip swelling, dysmenorrhoea, vaginal discharge and malaise ("malaise"). The patient was treated with surgery (hysteroscopy,removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower was resolving and the allergy to metals, dysmenorrhoea, menorrhagia, vaginal discharge, nausea, malaise, vaginal haemorrhage, migraine, headache and rash pruritic outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, headache, malaise, menorrhagia, migraine, nausea, rash pruritic, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: right essure migrated to endometrial cavity. Left essure implant in expected location. Ultrasound scan - on an unknown date: central intrauterine object. There is a reported history of essure implants but no iud. Therefore, cannot exclude that this is dislodged or malpositioned essure device. Left ovarian 2.3 cm corpus luteum; on (B)(6) 2016: potentially malpositioned essure. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-jan-2019: pfs and mr received. This case became incident. Following events were added- vaginal bleeding, migraines, headaches, lips swelling and itching on skin. Outcome of the event lower abdominal pain was changed from unknown to recovering/resolving. Concomitant products added. Concomitant conditions and medical history added. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.